Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
The hygiene microbiological investigation report indicated the channels of the scope were cultured and 10 colony forming units (cfu)/endoscope or 8 cfu/100ml micrococcaceae and gram positive bacteria. The device evaluation found the following non-reportable defects: the light guide rod lens was cracked; the lens glue was chipped; the bending section cover adhesive was separated; the mouth guard piece for endoscopy had a defect; the air/water and suction cylinders were scratched; the scope connector was cracked; the upward/downward and right/left angulation control knobs angulation values were insufficient; the channel cleaning brush passage failed.

Event description:
The evis exera iii gastrointestinal videoscope tested positive for microbial contamination with >100 colony forming units (cfus)/endoscope of pseudomonas aeruginosa.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.